Event description:
Opened a baxter minicap with povidone-iodine solution and the iodine solution had leaked out into the package and the sponge was protruding. I didn't use it, but I have it. I have not received a re-call on this product. Please note: this is the 3rd time I have received bad minicaps. On (B)(6) 2014 shipment (B)(4) and (B)(6) 2014 (B)(4) which I have reported to the FDA and that shipment (B)(4) resulted in me having peritonitis and having surgery. See also mw5041743.